Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the label of the leg bag states that product "contains or presence of natural rubber latex"; however, the product does not contain latex.

Manufacturer narrative:
A photo sample was received and evaluated. Upon evaluation the reported event was confirmed as a design related issue. During the visual inspection noted that label contained the latex symbol. The end item structure was reviewed and during the review found that product does not include latex in its components. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was reviewed and found to be inadequate. The labeling was changed in order to add the symbols, precautions, and warnings required for the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag label states that the product "contains or presence of natural rubber latex"; however, the product does not contain latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag label states that the product "contains or presence of natural rubber latex"; however, the product does not contain latex.